Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to user handling. Regarding damage to the cable, the following is identified in the instructions for use: do not coil the camera cable with a diameter less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the entire camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was observed due to a faulty cable unit. Based on communication from the user facility that the problem occurred after the device was dropped on the floor, the likely cause of the cable failure can be attributed to the user.

Event description:
A user facility reported to olympus that after the camera was dropped on the floor, color bars remained on the screen when the cameral was connected. There was no patient injury or harm, associated with the problem, reported to olympus.